Event description:
Device malfunction: none. Symptoms/ae: ocular event. Time of ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the pt experienced blurred vision and was advised to see an ophthalmologist. Reportedly, it is unk if this event was related to the carotid procedure or device, but the event is listed as continuing and improving. One day post-procedure, the pt was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
Study event. There was no xact malfunction reported. Ocular events are known potential adverse events associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.